Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No samples or photos are available for evaluation. Unfortunately, bd was unable to verify the reported issue or define a root cause. Production record review was unable to be completed as batch/lot information was unavailable. No further actions are required at this time. This failure mode will continue to be tracked and trended.

Event description:
It was reported that chloraprep broke when activated once and once when opened. Glass was on patient on one instance. Per email: today in an account two nurses revealed to me that two different occasions recently, chloraprep broke when activated once and once when opened. Glass was on patient on one instance. Please see the email trail below from the educator as I made them aware of this and the fact that it needed to be reported to bd. The nurses did not report it to anyone until today in my inservice. Call or email me if other info is needed from me. Thanks for all you do. Per email: my apologies, they made it sound like one case. Ok, both cases were open hearts but on different days. The procedure is to open 5 chlorapreps in a sterile basin. On 1 case, it was as described in my last email. The second time after placing all five in the sterile basin, one of the caps came off and the glass containing the chloraprep slid out but was unbroken. This one was disposed of. Hi (B)(6), to follow up, no wrappers were kept and a incident report was not done. I talked to the nurse that prepped and she said the chloraprep was not cracked in the package and she did not shake it. She cracked the glass with one hand and the contents came out of the top. Also there was one incident not 2, both of the staff members in the in-service were talking about the same case.